Event description:
Initial report received from pt's relative reporting the incision site at the back continues to drain a pinkish fluid and pt was hospitalized. Follow up with hcp revealed pt symptoms of swelling, drainage and pain in the lumbar region. The site cultured positive for mrsa. The pt was initially treated with IV antibiotics with apparent resolution of the infection. Report received 07/2002 indicates device was explanted due to infection recurrence. Pt and hcp will review options for replacement of device at a later date.